Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated during a recent follow-up appointment. Review of device data by boston scientific technical services confirmed the ICD did not exhibit any codes and all measurements were within normal limits. The field was unable to elicit any tones when placing a magnet over the can. The patient did mention they were struck by lightning a few months ago and this could have affected their implanted system. The ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated during a recent follow-up appointment. Review of device data by boston scientific technical services confirmed the ICD did not exhibit any codes and all measurements were within normal limits. The field was unable to elicit any tones when placing a magnet over the can. The patient did mention they were struck by lightning a few months ago and this could have affected their implanted system. The ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and replaced. It was noted even after being explanted from the patient, the ICD could still not be properly interrogated. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated during a recent follow-up appointment. Review of device data by boston scientific technical services confirmed the ICD did not exhibit any codes and all measurements were within normal limits. The field was unable to elicit any tones when placing a magnet over the can. The patient did mention they were struck by lightning a few months ago and this could have affected their implanted system. The ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and replaced. It was noted even after being explanted from the patient, the ICD could still not be properly interrogated. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. Visual inspection of the device case and header revealed no abnormalities. Review of the device memory, longevity calculations, and diagnostic data could not be completed as the battery voltage was too low to perform an interrogation with a programmer. The device was sent to residual gas analysis, which did not show any percentage of hydrogen and/or water vapor gas present. The ICD case was then cut open to facility further inspection. The battery voltage measurements were noted to be 0.290 volts (v). The battery was removed from the hybrid and an external 3v power source was connected, which measured a normal current drain. The measurement of various internal component was noted to be within range. Forward looking infrared camera imaging confirmed a heat-altered anomaly in the upper left edge of the mixed mode integrated circuit that could have been the result of the patient getting hit by lightning.